Event description:
Related manufacturer's reference number: 2017865-2021-35659. It was reported that the patient presented in clinic. During interrogation, it was discovered that the right atrial (ra) lead was exhibiting automatic mode switch and oversensing sensing noise. It was also noted that the right ventricular (rv) lead was exhibited inadequate capture and high pacing impedance. Programming changes were made to the ra lead. No interventions were taken for the rv lead. The patient was in stable condition.